Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
Customer left her pump out in the rain and now her screen on quick bolus button is no longer working. The device turns on when plugged into a power source. No impact to customers blood glucose level.